Manufacturer narrative:
The root cause of this complaint was not determined; however, reported information indicates that the probable root cause is related to patient contraindications with respect to the use of the eleos limb salvage system.

Event description:
It was reported by (B)(4), an onkos sales representative, that a 52-year-old male patient with an eleos hinge knee replacement underwent revision surgery due to a dislocation of the tibial hinge and tibial poly spacer from the tibial baseplate. The revision was performed by doctor (B)(6) on (B)(6) 2024.